Event description:
It was reported the patient was revised due to severe fretting corrosion at the head/neck junction.

Manufacturer narrative:
The kinectiv neck was used with a depuy femoral head which is considered an off-label use of the device as stated in the IFU. Zimmer has not tested the compatibility of this combination of devices. No additional complaints have been received against this manufacturing lot. With the information provided, the incompatible head may have contributed to the condition described, however this cannot be stated with certainty. The condition of the kinecxtiv neck is unknown, as the device has not been returned for review. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.